Event description:
A low readings issue was reported with the adc device. The customer reported receiving unspecified low readings and experienced shaking seizures and a loss of consciousness. The customer was unable to self-treat and was seen by a healthcare professional, where the customer was advised to drink apple and orange juice, and an IV was administered for hypoglycemia treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving unspecified low readings and experienced shaking seizures and a loss of consciousness. The customer was unable to self-treat and was seen by a healthcare professional, where the customer was advised to drink apple and orange juice, and an IV was administered for hypoglycemia treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle precision neo meter was reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. Dhrs for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.